Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device was helping their symptoms until sunday or monday. Patient said all of a sudden they started having leaking, urgency and feeling like they always have to pee. Patient has been trying different programs and increasing stim. Patient feels stimulation in the upper buttock. Patient had a cramp in their calf but it went away.. Patient fell a couple weeks ago. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment on oct 1st. . Patient said the ins lifts on its edge when they pull up their pants.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.